Manufacturer narrative:
(B)(4). This was reported from an international facility. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report their device was intermittently power cycling. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer¿s device. The service agent replaced the device¿s therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report their device was intermittently power cycling. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report their device was intermittently power cycling. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control received additional device information from the customer. The device serial number is (B)(4). Fields h4, d4 and d10 have been updated.